Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysteroscopic polypectomy laparoscopic procedure, upon application intrauterinely, a piece of the plastic cap ripped off and was stuck to the end of the blade. Issue was noticed after insertion into the uterus. There was an issue in the packaging. A new incisor device was provided. The patient has no injury.